Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that insulin delivery was suspended due to sensor glucose value. Customer's blood glucose value was 9.3 mmol/l and the sensor glucose level was 3.6 mmol/l. Customer stated there was no medical intervention as a result of incident. No harm was required during medical intervention. The sensor will not be returned for analysis.